Manufacturer narrative:
(B)(4). This report was filed by the manufacturer. The spike component was not returned with the set. The customer's experience of the set falling apart was confirmed. The sample was sent to the supplier and testing results identified the drip chamber separated from the spike due to insufficient solvent applied at this engagement point. The cause of the customer's experience was identified as a supplier issue. The lot number was not identified. Based on the smartsite laser number, the manufacturing database was reviewed; no quality issues were noted during production build period of this model for the failure mode reported.

Event description:
Customer reported while in use on a patient, the bag was transferred to a different hanger on the IV pole and doing that the set fell apart. The spike remained in the bag. No patient/user harm reported. No additional information was available.